Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a combi set blood leak that occurred during a patient¿s hemodialysis (hd) treatment. As hd treatment was being terminated, fluid (which appeared to be saline) was observed leaking from the medication ¿t¿ line. No disconnections or separations had occurred. There were no machine alarms from the fresenius 2008t hd machine. The cm said the tubing appeared to have cracked at the spot where the blue clamp was engaged during treatment. Prior to treatment initiation, there were no visible defects noted on the combi set, including at the site of the leak. It was also confirmed there was no leaking during the priming phase. It was confirmed that there were no changes in the patient¿s blood flow rate (bfr) that could have contributed to the reported event. Following the event, the patient¿s blood could not be fully returned. The patient¿s estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not require any further treatment. The complaint device was not available for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Additional information: g1 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported a combi set blood leak that occurred during a patient¿s hemodialysis (hd) treatment. As hd treatment was being terminated, fluid (which appeared to be saline) was observed leaking from the medication ¿t¿ line. No disconnections or separations had occurred. There were no machine alarms from the fresenius 2008t hd machine. The cm said the tubing appeared to have cracked at the spot where the blue clamp was engaged during treatment. Prior to treatment initiation, there were no visible defects noted on the combi set, including at the site of the leak. It was also confirmed there was no leaking during the priming phase. It was confirmed that there were no changes in the patient¿s blood flow rate (bfr) that could have contributed to the reported event. Following the event, the patient¿s blood could not be fully returned. The patient¿s estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not require any further treatment. The complaint device was not available for manufacturer evaluation as it was reportedly discarded.